Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. Reportedly, the customer reverted to manual injections/backup pump for insulin therapy.